Manufacturer narrative:
Our experience with early losses suggests that the source of the problem is likely to stem from procedural errors (e.g. Patient evaluation and compliance), and/or post-operative complications like inflammation (lack of osseointegration) or loading through the temporary prosthesis/pressure of the tongue. Also, we have evaluated this event and concluded that the loss of integration or the non-integration of the endosseous dental implant is a known inherent risk of the procedure. We have evaluated this event and can confirm that the failure to integrate of endosseous dental implants is a known inherent risk of the procedure. Our trend analysis confirms that the reported failure rate associated with our implants is below the expected failure rate for this procedure as published in the scientific literature. Therefore no corrective and/or preventive measures were taken.

Event description:
Implant fails to ossointegrate.